Manufacturer narrative:
Patient information now provided.

Manufacturer narrative:
Patient information was requested, but not provided at the time of the reported event. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. The suspect axiem box was returned for evaluation. It was found that in the cranial software application the navigation tab is red status (not tracking) and says "high amplifier noise." Diagnostics showed a fault on coil #4. Electrical problem directly caused reported event. The axiem box was replaced in the system and this resolved the issue.

Event description:
A medtronic representative reported that during a cranial shunt placement surgery the axiem box displayed "amplifier noise error" when they plugged it in and was unable to track instruments. They power cycled the machine without resolution. The surgery was cancelled and rescheduled for a day later in the week. No harm to the patient was reported.